Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2016: during follow up with tandem technical support, the customer was able to clear the alarm and reported blood glucose levels were not affected as the customer reverted to using manual injections. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and was unable to clear the alarm. The customer's blood glucose level was 230 mg/dl. However, while contacting tandem technical support the customer bg had not yet lowered but indicated would continue to use the pump when the pump resumes.